Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and another pump error. The customer¿s blood glucose level was 167 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.